Event description:
Info received indicates during a safety check, the tech found the left head siderail not latching.

Manufacturer narrative:
The tech found the corner of the latch block was chipped. He replaced the latch block to repair the siderail.